Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose was running in between 300 mg/dl and went to 400 mg/dl. Customer's current blood glucose was 409 mg/dl. Customer had been using insulin pump system within 48 hours. Customer was not using automode feature at the time of incidence. The insulin pump will not be returned for analysis.